Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6). It was reported that angina and occlusion of the study stent occurred. In (B)(6) 2013, clinical status assessment indicated that the patient's qualifying condition was myocardial infarction (mi) with stable angina. Prior to procedure the patient was found to have elevated biomarkers indicative of ischemia and was referred for cardiac catheterization. Subsequently index procedure was performed. The target lesion was located in the mid right coronary artery (rca) with 95% stenosis and was 12 mm long with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of a 3.50x20mm study stent with 0% residual stenosis. On the following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2015, the patient was hospitalized due to chest pain which was in mid sternal region, radiating down to his left arm. The patient also had associated symptoms of shortness of breath, nausea, diaphoresis, palpitations and near syncope. The patient was diagnosed with unstable angina class iii which was precipitated by light activity. Electrocardiogram (ECG) revealed no st segment elevation or depression. During the course of hospitalization, serial cardiac enzymes were done and showed no evidence of acute myocardial infarction. To evaluate the chest pain suspicious for angina, the patient was referred for cardiac catheterization. Coronary angiography revealed occluded study stent with collateral flow in rca. Since there was collateral flow, no intervention was performed. Three days after, the patient was discharged.